Manufacturer narrative:
E1: (B)(6). Patient country: romania.

Event description:
Unomedical reference number (B)(4). Event occurred in romania. On 29-june 2024, it was reported that the patient faced infusion set cannula/needle breakage during use. The infusion set was in use for 1 day. The infusion set was inserted in arm. No further information available.